Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and shipping inspection record. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that 13cm of retained glidewire advantage was in the patient's arterial system after an endovascular case. The patient was reported to be in stable condition. Additional information was received on april 4, 2019. The end of the glidewire in the patient was the leading end "glide wire " portion. The stiff straight end was successfully removed.